Event description:
Procedure: colostomy. According to the reporter: the patient was having a closure loop colostomy with lysis of adhesions. A gia stapler was placed- one in each side of the bowel. The surgeon inspected the bowel, which looked okay to him/her. The stapler was closed and the bowel was inspected again. The black tab was moved back and forth. Upon inspection, the surgeon could see intermittent staples in the bowel that had fired but were not crimped. This portion of the bowel was resected and further dissection was done to mobile more colon for the anastomosis. A new stapler was obtained and the resection was completed with this new stapler. Operating room time was increased but there were no adverse outcomes for the patient.

Manufacturer narrative:
(B)(4).